Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The product information was not provided, therefore, no information was captured (model #, lot # and expiration date) and the device manufacture date could not be determined. This event is related to MDR # 1810909-2020-00135.

Event description:
The customer reported that she performed comparison testing and obtained a blood glucose reading of 100 mg/dl lower on the contour next one meter compared to the contour meter. No specific readings were provided. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. A replacement meter was offered to the customer, however, the customer declined.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour next one meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance.